Event description:
In 2008, admitted to or for laparoscopic roux-en y gastric bypass. No device problems were noted during the procedure. Discharged from the hospital to home two days later, following uncomplicated post-operative recovery process. Presented in a local ed (not fsh) three days later, with co/complaints of chest and abdominal pain. Ed md contacted bariatric surgeon with report that CT was negative for obstruction and blood work was normal. Pt was discharged home. On two days later, pt died during the night at home. Autopsy done at local hospital. Provisional diagnoses from autopsy include severe peritonitis with extensive greenish exudate throughout the abdomen, abdominal ascites with cloudy brownish fluid estimated 3.0 liters, bilateral pulmonary congestion and edema, bilateral pleural effusions. Autopsy notes all sutures of the gastric bypass surgery appear intact. Facility aware of death the same day, but became aware of trend of death and infection possible related to stapler much later following a review of multiple cases.